Manufacturer narrative:
Investigation is ongoing, further information will be provided upon investigation conclusion.

Event description:
Arjo became aware of the event involving maxxair ets mattress that was placed on the citadel plus bed frame. The customer staff reported that the mattress hyperinflated causing the patient to fall. The bed exit alarm was activated. The devices involved were swapped out and inspected.